Event description:
It was initially reported to bsc/target that during testing the balloon was attached at an angle to the shaft. However, upon analysis of the device on 02/01, it was noted that the balloon was ruptured. The condition of the pt was not affected by this event.